Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gaia next 3 guide wire was returned for investigation. The coil pitch of the outer coil was widened for approximately 120mm from the proximal solder (set at 150mm from the tip for the purpose of fixing the shaft and coil). The guide wire was found bent at approximately 75mm distal to the proximal solder. The outer coil was loosened at approximately 7mm from the tip. From approximately 1.5mm proximal to the tip, the core wire protruded from the outer coil for approximately 4mm and then fractured. The ball tip was observed at the tip of the outer coil. Microscopic observation of the proximal segment of the protruding core wire found that the inner coil was fractured by tightening due to accumulated torsion. The fracture end of the core wire was twisted. Observation by scanning electron microscope (sem) found that the core wire was twisted and the core shaft had multiple longitudinal cracks, indicating that accumulated torsion had most likely contributed to the core wire fracture. The outer coil was unwound for observation purpose. The inner coil was tightened and fractured at approximately 2.5mm from the tip due to accumulated torsion. When the inner coil was unwound, the core wire was found fractured at approximately 1.5mm from the tip. The distal fracture end of the core wire was twisted. Observation by sem found multiple longitudinal cracks on the twisted core wire, which were caused by accumulated torsion. Although the coil pitch of the outer coil was widened, the ball tip was observed, indicating that the outer coil remained in one piece. Measurement of the core wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the gaia next 3 guide wire while the tip was trapped by the cto. Consequently, the core wire and inner coil were fractured and the outer coil was loosened. As tensile stress was further applied during removal, the coil pitch of the outer coil was widened. Although it was concluded that the reported event was not attributed to product quality, a possibility could not be ruled out that some wire fragment might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire

Event description:
It was reported that an asahi gaia next 3 guide wire was used for a percutaneous coronary intervention (pci) to treat a heavily calcified and moderately tortuous chronic total occlusion (cto) in the coronary artery. Wire escalation was performed to cross the lesion using an asahi gaia next 1 guide wire, followed by an asahi gaia next 2 guide wire and then an asahi gaia next 3 guide wire. During use of the gaia next 3 guide wire, the guide wire could not be manipulated as intended and was then removed. The tip of the removed gaia next 3 guide wire was found loosened. The gaia next 3 guide wire was exchanged for an asahi gaia next 4 guide wire and the procedure was completed. It was informed that there was no adverse patient effect associated with this event.